Manufacturer narrative:
E1: initial reporter first name: (B)(6). B5: additional information added to event description.

Event description:
It was reported that a catheter issue occurred. The patient presented emergently with st elevation myocardial infarction for a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After two imaging runs, the sleeve of the catheter came off. The procedure was completed successfully with another of the same device. There were no patient complications. It was further reported that the 80% stenosed target lesion was located in the left anterior descending artery.

Event description:
It was reported that a catheter issue occurred. The patient presented emergently with st elevation myocardial infarction for a percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After two imaging runs, the sleeve of the catheter came off. The procedure was completed successfully with another of the same device. There were no patient complications.